Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Probable root cause: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in experienced a broken needle. The following information was provided by the initial reporter: on (B)(6) 2021, when preparing to extract liquid for skin test for the patient, the nurse opened the package and found that the 1ml syringe needle + needle cap was damaged and could not be used normally, so it should be replaced immediately.